Event description:
It was reported while using bd intima-ii y 24gax0.75in prn/ec slm leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: before giving the injection to the child, the nurse flushed the tube with normal saline and found water leakage at the prn of the indwelling needle. The water leakage still occurred after tightening the indwelling needle by hand, so the indwelling needle was replaced.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y 24gax0.75in prn/ec slm leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: before giving the injection to the child, the nurse flushed the tube with normal saline and found water leakage at the prn of the indwelling needle. The water leakage still occurred after tightening the indwelling needle by hand, so the indwelling needle was replaced.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.